Manufacturer narrative:
Initial reporter occupation: occupation: purchasing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the outer sheath of the rosch-uchida transjugular liver access set seemed to unravel during a tips procedure on an unknown patient. The access site was the common femoral artery. Issues with advancement of the 10x40 outer sheath were noted from the beginning of the procedure. It was difficult to get the wire through the sheath, as well as other devices. No product could be delivered though it. Per the physician, the sheath "seemed to be unravelling." The complaint sheath was exchanged for a new 10x40 sheath to complete the procedure successfully. The cannula did not show signs of kinking or unusual bending before the procedure began. There was no need to change the curve of the metal cannula in order to reach the hepatic vein. No adverse effects were experienced by the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation vascular center of colorado, llc (united states) informed cook on (B)(6) 2021 of an issue with a rosch-uchida transjugular liver access set (rups-100; lot #14247976). The customer stated the sheath seemed to be unraveling. It was difficult to get a wire, or any other product, through the sheath. A replacement device was used to complete the intended procedure successfully. There were no adverse effects to the patient. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control (qc) procedures, as well as a visual inspection, were conducted during the investigation. One used device was received, (only the 10fr sheath was returned). The inner coil was exiting from the silicone disc in the valve. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device history record (DHR). The DHR for lot 14247976 and sheath subassembly lot ic13996458 records no relevant non-conformances or complaints. The sheath sub assembly lot ic14053726 has one possible related non-conformance, sheath buckling. This step is 100% checked per quality control and the non-conforming devices have been scrapped prior to further production. Cook did not identify any non-conforming material in house or in the field. Based on the device master record, product labeling, device history record, and device evaluation, there is no indication the complaint device was manufactured out of specification. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿warnings -if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. -reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. How supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is most likely related to component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.